Manufacturer narrative:
The device was returned, analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw and the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the cardiac resynchronization therapy defibrillator (crt-d), the setscrew appeared to come out of the grommet and the physician was unable to get it back into place. A replacement device was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.